Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customer changed supplies to address the elevated blood glucose and the occlusion. A systems check was performed with tandem technical support and no issues were identified. The customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.